Manufacturer narrative:
Concomitant product : 4076-52 lead, implanted (B)(6) 2005.

Event description:
It was reported that the physician thought the device should have lasted longer, given the battery voltage values, programmed settings and therapy use. The device remains in use, and replacement is being considered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.